Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting procedure crossing difficulties were encountered. The lesion was located in the highly calcified left anterior descending artery. A 16mm x 2.25mm ion drug-eluting stent was selected to treat but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patients status post procedure was stable. Analysis of the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was received for analysis. There was contrast in the inflation lumen. The balloon was tightly folded. The stent was secured on the balloon between the markerbands. There were three flared struts in the first distal row of stent struts. There was no damage to the sds. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).